Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance. Additional information was received from the field representative that the cause was not determined and the trend for patient impedances was increasing from 80 ohms to 110 ohms then coming back down. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient reported the implantable cardioverter defibrillator (ICD) was emitting tones. Review of the remote monitoring data found that there was an alert for high out of range shock impedance measurement of 125 ohms. The remote home monitoring alert value was increased to avoid further tones from the ICD. The ICD remains in service and no adverse patient effects were reported.